Manufacturer narrative:
Product complaint # ==>(B)(4). D4: UDI: as the catalog/model number was not provided, the (01)gtin is not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
This is a report received from an investigator regarding a subject, who was enrolled in corza study cm-ts01: phase iii study to compare the efficacy and safety of tachosil and surgicel original as an adjunct to control mild to moderate soft tissue bleeding during surgery, and experienced sore throat, hypertension exacerbation, generalized edema and abdominal wall fluid collection (seroma) while administered with surgicel original (oxidized regenerated cellulose) for bleeding at abdominal wall due to open ventral hernia repair surgery. The subject¿s concomitant medication included colace, novolog, hygroton, lasix, baclofen, zoloft, omeprazole, lopressor, asprin, lipitor, metformin xr, jardiance, spironolactone, brilinta and losartan. On (B)(6) 2025, the subject signed the informed consent form. On (B)(6) 2025, the subject was randomized to surgicel original (oxidized regenerated cellulose) group. On the same day, the subject underwent open ventral hernia repair surgery during when surgicel original (oxidized regenerated cellulose) was administered for mild abdominal wall bleeding to achieve hemostasis. The product batch/lot number was not provided. On (B)(6) 2025, the subject had experienced sore throat (mild). On (B)(6) 2025, the subject experienced hypertension exacerbation (moderate) post operatively and generalized edema (mild). The subject had a history of hypertension and was on 4 different medications for high blood pressure prior to admission. He also had a large abdominal surgery and was in significant pain. His nasogastric tube was inadvertently pulled out at night and was only able to be replaced after 4 attempts, adding to his pain and frustration. The subject also suffered the loss of a family member while admitted, which added to his stress levels. The subject had blood pressure of 200/101 during discharge. This was repeated and found to be 223/109. The physiological effect contributing to the sae of hypertension exacerbation was not considered related to the study product, as the subject¿s pertinent medical history of hypertension was determined to be the cause of the event. On (B)(6) 2025 the subject¿s clinically significant laboratory results included hemoglobin12.3 g/dl (range: 13.4 ¿ 17), hematocrit 38.4 % (range: 40 ¿ 54), wbc 14.44 m/ul (range: 4.18 - 5.51), rbc 3.99 (range 4.3 - 5.8) and neutrophils counts 12.09 k/cumm (range: 0 ¿ 100), monocyte 1.00 k/cumm (range-0.2-0.8). On (B)(6) 2025 the subject¿s clinically significant laboratory results included hemoglobin 11.3 g/dl (range: 13.4 ¿ 17), hematocrit 34.6 % (range: 40 ¿ 54), wbc 11.68 m/ul (range: 4.18 - 5.51), rbc 3.99 (range 4.3 - 5.8) and neutrophils counts 9.23 k/cumm (range: 0 ¿ 100). On (B)(6) 2025 the subject¿s clinically significant laboratory results included hemoglobin 12.0 g/dl (range: 13.4 ¿ 17), hematocrit 37.6 % (range: 40 ¿ 54), wbc 12.81 m/ul (range: 4.18 - 5.51) and neutrophils counts 9.34 k/cumm (range: 0 ¿ 100). On (B)(6) 2025, the subject was discharged from the hospital. On (B)(6) 2025, the subject experienced abdominal wall fluid collection (seroma) (mild). Treatment of event sore throat included chloraseptic spray q2h (transmucosal) from (B)(6) 2025, and that of hypertension exacerbation included intravenous hydralazine 10mg q6h on (B)(6) 2025, lasix 20mg once (oral) from (B)(6) 2025 to (B)(6) 2025, brilinta 90mg twice daily (oral) and aspirin 81mg once daily (oral), both ongoing from (B)(6) 2025. Action taken with surgicel original (oxidized regenerated cellulose) in response to the events, sore throat, hypertension exacerbation, abdominal wall fluid collection (seroma) and generalized edema were considered as not applicable (single use). The outcome of the event, sore throat was reported as recovered/resolved on (B)(6) 2025 and that of hypertension exacerbation and generalized edema were reported as recovered/resolved on (B)(6) 2025. The outcome of the event, abdominal wall fluid collection (seroma) was reported as recovering/resolving at the time of this report. The reporter assessed the event hypertension exacerbation as serious due to prolonged hospitalization and causality as not related to surgicel original (oxidized regenerated cellulose). The reporter assessed the events, sore throat, abdominal wall fluid collection (seroma) and generalized edema as non-serious and causality as not related to surgicel original (oxidized regenerated cellulose). The company assessed the events, sore throat, abdominal wall fluid collection (seroma) and generalized edema as non-serious, causality as not related to, and unexpected for surgicel original (oxidized regenerated cellulose) application. The company assessed the event hypertension exacerbation as serious due to prolonged hospitalization, causality as not related to, and unexpected for surgicel original (oxidized regenerated cellulose) application. Follow up information was received on 18-dec-2025 which included the following: additional non-serious events of abdominal wall fluid collection (seroma) and generalized edema, previously reported event term of hypertension was updated as hypertension exacerbation¿, event details including stop date & outcome of hypertension exacerbation, lab details, and clinical course. This information has been incorporated into the narrative. Case comments: the company assessed the event sore throat as non-serious, causality as not related to, and unexpected for surgicel original (oxidized regenerated cellulose) application. The company assessed the event hypertension as serious due to prolonged hospitalization, causality as not related to, and unexpected for surgicel original (oxidized regenerated cellulose) application. Follow up information was received on 18-dec-2025: the company assessed the event hypertension as serious due to prolonged hospitalization, causality as not related to, and unexpected for surgicel original (oxidized regenerated cellulose) application. The company assessed the events, sore throat, abdominal wall fluid collection (seroma) and generalized edema as non-serious, causality as not related to, and unexpected for surgicel original (oxidized regenerated cellulose) application.